Event description:
Boston scientific received information that during a device replacement procedure, it was noted that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement and the mode had been switched to vvi. A fracture could not be identified visually. This lead was surgically abandoned and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.